Event description:
It was reported that fluoroscopy showed externalized conductors and a fracture on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 53.0cm was returned for analysis. External insulation abrasion was noted at 45.8-46.0cm from the distal tip, consistent with lead friction to the device can. Internal insulation abrasion was noted at 7.3-8.9cm from the distal tip. The etfe coating was intact at these locations.